Manufacturer narrative:
It was confirmed the cable caused a shop use handpiece to run on its own by the service technician through functional evaluation. During the device inspection, no physical damage was noted; however, the service technician found the cable¿s internal wiring had high impedance upon further electrical testing. The device was scrapped by the manufacturer.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that there is a run on when the handpiece runs in reverse, no medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.